Event description:
It was reported that the ventricular assist device (vad) driveline cable had sheath damage. The driveline boot cover was also unable to be pulled back from the connector. After several attempts the boot cover was able to be pulled back and part of the driveline connector was stuck inside the boot and the boot was very hard. The driveline strain relief was also missing. The connector strain relief and driveline sheath were repaired until a splice repair could be performed. The patient was admitted and splice repair was performed without issue. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿driveline boot cover, medical device: model #: unk / catalog #: unk / expiration date: unk / lot #: unk, UDI #: asku. Device available for evaluation: no. Device mfg date: unk. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections to: additional products: from: d1: heartware ventricular assist system ¿driveline boot cover d4: model #: unk / catalog #: unk / expiration date: unk / lot #: unk to: additional products: d1: heartware ventricular assist system ¿driveline cover d4: model #:1175- / catalog #: 1175- / lot #: r017258 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for inclusion of this event as being in-scope for field action 3007042319-12-06-2022-005-c. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: a segment of the driveline cable associated with the ventricular assist device (vad) and the driveline boot cover were returned for evaluation. A review of the driveline cover's manufacturing documentation revealed that an ncri associated with potential dimensional issues of the device was generated, which may have been related to the reported difficulty removing the driveline cover event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis did not reveal any anomalies involving the pump within the analyzed period. On-site inspection of the driveline cover revealed that the device was hardened and difficult to move. As received, the connector body of the driveline segment was in a damaged condition. The driveline connector body back nut was stuck inside the returned driveline boot cover. Therefore, functional testing of the driveline boot cover could not be performed. Visual inspection of the returned driveline boot cover revealed slight discoloration around the edge of the device. Dimensional verification revealed that the driveline cover¿s inner diameters were found to be below specification. Supplemental testing previously performed on similar samples revealed that the driveline covers analyzed exhibited increased hardness and material stiffness as compared to a control sample. As a result, the reported difficulty removing the driveline cover event was confirmed. Visual examination of the returned segment of the driveline cable, as well as on-site inspection of the driveline and visual evidence provided by the site, revealed that, in addition to the connector damage, the driveline strain relief was missing, indicating that the strain relief had been damaged. Additionally, a crack in the outer sheath, as well as yellowing of the outer sheath, were observed. Functional testing of the driveline segment revealed that the driveline passed the continuity test and locking mechanism test. A driveline splice procedure was performed to mitigate the reported conditions. As a result, the reported driveline cable sheath damage and discoloration, connector damage, and missing strain relief were confirmed. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degrad ation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. Based on historical review of similar events, the most likely root cause of the driveline outer sheath crack and yellowing may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the driveline connector damage and missing strain relief can be attributed to the handling of the device, including the manipulation of the device while trying to remove the stuck driveline cover. Driveline boot cover r017258 d9: yes, return date: 07-mar-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b14 h6: FDA results code(s): c06, c07 h6: FDA conclusion code(s): d1501 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information to: -b5: desc evt problem - h6: device codes (fdd/annex a) investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the splice repair it was noted the driveline cover was hardened and hard to remove to expose the driveline connector. When the cover was removed, the back nut of the connector was stuck inside the cover and the internal component of the connector was exposed. The driveline outer sheath was also noted to be discolored a "dark, clear coloration".